Manufacturer narrative:
Method code- 4110- work order search found no additional similar complaint type event(s) within associated lot. Correct data date of birth corrected from unk to (B)(6)1991. Claim# (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: lens was returned in vial, in liquid. Visual inspection found no visible damage to lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6, -10.0 diopter , implantable collamer lens on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2018 for a shorter length lens due to sizing. This resolved the problem. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.